Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed 2 episodes of noise on the rate/sense channel causing inappropriate detection and inhibition of pacing. The lead measurements are stable.